Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral outer thighs on (B)(6) 2016 using a coolsmooth applicator, to the left anterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the left inner thigh on (B)(6) 2016 using a coolfit applicator, to the right posterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the right anterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the left posterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the upper right posterior flank (bra roll) on (B)(6) 2016 using a coolcurve+ applicator, to the inner right thigh on (B)(6) 2016 using a coolfit applicator, to the upper left posterior flank (bra roll) on (B)(6) 2016 using a coolcurve+ applicator, and to the bilateral anterior flanks on (B)(6) 2016 using a coolcurve+ applicator. On (B)(6) 2016, the patient returned to the office for a follow-up visit and the provider felt the treated areas appeared larger. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the flanks, bra line, and thighs on (B)(6) 2016.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral outer thighs on (B)(6) 2016 using a coolsmooth applicator, to the left anterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the left inner thigh on (B)(6) 2016 using a coolfit applicator, to the right posterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the right anterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the left posterior flank on (B)(6) 2016 using a coolcurve+ applicator, to the upper right posterior flank (bra roll) on (B)(6) 2016 using a coolcurve+ applicator, to the inner right thigh on (B)(6) 2016 using a coolfit applicator, to the upper left posterior flank (bra roll) on (B)(6) 2016 using a coolcurve+ applicator, and to the bilateral anterior flanks on (B)(6) 2016 using a coolcurve+ applicator. On (B)(6) 2016, the patient returned to the office for a follow-up visit and the provider felt the treated areas appeared larger. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the flanks, bra line, and thighs on (B)(6) 2016.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.